Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the lid of the unit was broken due to the damage sustained during the time of the reported event. To resolve the issue, the technician replaced the lid. The unit was tested, confirmed to be operating according to specifications, and returned to service. The technician counseled the user facility on proper use and operation of the advantage plus endoscope reprocessing system. No additional issues have been reported.

Event description:
The user facility reported that an employee left their arm in the way of the closing lid of their advantage plus endoscope reprocessing system. Medical treatment was sought; however, it is unknown if medical treatment was administered.